Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The other perclose proglide device referenced, is being filed under a separate medwatch manufacturing report. The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the suture mediated closure (smc) system was returned for analysis. The reported anterior cuff miss is confirmed. Based on a visual and functional inspection analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported anterior cuff miss and the additional proglide device used in an attempt to achieve hemostasis appear to be related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement was attempted in the mildly calcified left common femoral artery using the perclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 8fr and during the aaa procedure the sheath was upsized to 18fr. Reportedly, when the plunger was removed an anterior cuff miss occurred. A second proglide was used and a posterior cuff miss occurred. Two additional proglide devices were used for successful suture placement using the perclose technique. The aaa procedure was completed and hemostasis was achieved using the pre-placed sutures from the two additional proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the perclose technique. No additional information was provided.